Manufacturer narrative:
The returned device is marked with batch 26321662, however for this event batch 26532792 was reported. Visual and microscopic inspection of the returned device revealed no damage to the distal tip or guidewire exit port assembly and no other visual damage. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that tip detachment occurred. During unpacking of an opticross ic imaging catheter, the tip fell off. The procedure was completed with another of the same device. There were no patient complications reported and the patient status post procedure was stable.

Event description:
It was reported that tip detachment occurred. During unpacking of an opticross ic imaging catheter, the tip fell off. The procedure was completed with another of the same device. There were no patient complications reported and the patient status post procedure was stable.